Event description:
The patient reported symptoms of heart palpitations and chest tightness since 2010. The physician suggested to the patient that device should be replaced, however, no known interventions have taken place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).